Event description:
The pt was infusing nacl 0.9% intravenously at 250ml/hr via gravity thru a port-a-cath in the home. The pt was to receive 1000ml over 4 hours. The port-a-cath was accessed with a 20g, 3/4" huber needle manufactured by medical product specialists. The huber is a 90 degree bent needle with 8" tubing and a y-site. The tubing broke away from the apparatus at the y-site and blood backed up in the tubing and began leaking from the open system. A visiting nurse was dispatched to the home who deaccessed the site and reaccessed with a new huber needle (same product because this was all that was available in the home). So far, no adverse effects to the pt have been reported, specifically no vascular access device complications or infections.